Event description:
It was reported that the patient's right atrial (ra) lead exhibited loss of capture and was found to be dislodged. The ra lead was explanted and replaced to resolve the issue. The patient was in stable condition.